Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that patient's system was unable to enter MRI mode and the patient experienced ineffective therapy. During a service app ipg procedure [related manufacturer reference number: 3006705815-2024-09733], diagnostics revealed two leads of the had high impedances on all contacts. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.